Manufacturer narrative:
An event regarding revision due to joint instability and femoral component malposition involving a triathlon patella component was reported. The event was confirmed. Method & results: the device was not returned for evaluation. Medical review indicated that the root cause for the instability is femoral component malposition in excessive valgus causing secondary instability across the knee and thus root failure cause is procedure-related. No evidence for patient-related or device-related factors in this case. Instability in the knee is in clinical practice virtually never related to device-related factors but always to mismatch between patient anatomy with ligament space on the one side and component type and position on the other side. This case is no exception and as such this pi case is not device-related. DHR review was satisfactory. Chr review confirmed that there were no other similar reported events for the lot. Conclusions: based on medical review of this case, the root cause for the instability is femoral component malposition in excessive valgus causing secondary instability across the knee and thus root failure cause is procedure-related. No evidence for patient-related or device-related factors in this case. Instability in the knee is in clinical practice virtually never related to device-related factors but always to mismatch between patient anatomy with ligament space on the one side and component type and position on the other side. This case is no exception and as such this pi case is not device-related. No further investigation for this event is possible at this time.

Event description:
Primary right total knee removed and revised to triathlon ts. Patient complained to surgeon about instability in the knee. Upon examination, she was unstable and need a posterior stabilized knee. Updated information from the sales rep indicated there is a possibility of infection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Primary right total knee removed and revised to triathlon ts. Patient complained to surgeon about instability in the knee. Upon examination, she was unstable and need a posterior stabilized knee. Updated information from the sales rep indicated there is a possibility of infection.